Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had unexpectedly shut down, then began to continuously reboot by itself while on a patient. There was patient involvement associated with the reported event, however, there as no patient harm as a result of the reported issue. The patient is ventilator dependent and, as a result, had a backup ventilator always available. The patient was placed on the backup ventilator for support. No further details about the patient were provided.

Event description:
It was reported to ventec that the device had unexpectedly shut down, then began to continuously reboot by itself while on a patient. There was patient involvement associated with the reported event. The patient is ventilator dependent and, as a result, medical intervention was required in order to prevent permanent impairment/damage to the patient. The reporter advised that a backup ventilator was available and that he was placed on the backup ventilator for support. The reporter further advised that there was no patient harm as a result of the reported issue. No further details about the patient were provided.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section b1, adverse event or product problem, of the initial medwatch report stated: product problem (only). Section b1, adverse event or product problem, of the initial medwatch report should have stated: adverse event and product problem. Section b2, outcomes attributed to adverse event, in the initial medwatch report was blank. Section b2, outcomes attributed to adverse event, in the initial medwatch report should have stated: required intervention to prevent permanent impairment/damage. Section b5, describe event or problem, of the initial medwatch report stated: it was reported to ventec that the device had unexpectedly shut down, then began to continuously reboot by itself while on a patient. There was patient involvement associated with the reported event, however, there as no patient harm as a result of the reported issue. The patient is ventilator dependent and, as a result, had a backup ventilator always available. The patient was placed on the backup ventilator for support. No further details about the patient were provided. Section b5, describe event or problem, of the initial medwatch report should have stated: it was reported to ventec that the device had unexpectedly shut down, then began to continuously reboot by itself while on a patient. There was patient involvement associated with the reported event. The patient is ventilator dependent and, as a result, medical intervention was required in order to prevent permanent impairment/damage to the patient. The reporter advised that a backup ventilator was available and that he was placed on the backup ventilator for support. The reporter further advised that there was no patient harm as a result of the reported issue. No further details about the patient were provided. Section h1, type of reportable event, in the initial medwatch report stated: malfunction section h1, type of reportable event, in the initial medwatch report should have should have stated: serious injury. New information for supplemental medwatch 001. H6: the device was evaluated by ventec where the reported issue of the device continuously rebooting by itself was confirmed. Ventec observed that there was damage to two diodes on the control board, designators d402x and d404x. One of the diodes, designator d404x, had come off of the control board and damaged the device's internal battery. Ventec replaced the control board and internal battery to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board, however, further component level cause could not be conclusively determined.